Event description:
The customer alleged that on or about 10/08/1997, a pt who had undergone esophagogastroduodenoscopy, suffered an arrest and that the ventilator and/or the ventilator alarm sys malfunctioned in that the alarm should have gone off, notifying the hosp personnel of the pt's condition. There is no further info available regarding either the device, the testing of the device or the pt condition. This report is not an admission by nellcor puritan bennett that this device caused or contributed to the event alleged in this report.